Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of historical data, and a review of labeling. Return testing was not completed as returns were not available. A review of the architect c803775 internal and external quality controls show they are ok. A review of tracking and trending did not identify any trends for the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. The bilirubin calibrator package insert helps with the standardization of the assay. The abbott bilirubin (both total and direct) assays are standardized to the doumas method which means we have a consistent standardization of our calibrators while other manufacturer's may use a different process or approach. Based on the investigation no systemic issue or deficiency of the total bilirubin for lot 55889uq09 was identified.

Manufacturer narrative:
Completed information: patient identifier: same patient: 6 days old: sid (B)(4) and 7 days old: sid (B)(4). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated total bilirubin results generated on the architect c8000 processing module for one patient. The following data was provided: 6 days old: sid (B)(6) initial result = 245.2 umol/l, repeat with cobas roche = 180 umol/l new draw specimen: 7 days old: sid (B)(6) initial result = 274.4 umol/l, repeat with cobas roche = 224 umol/l. No impact to patient management was reported.